Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer retractor cable and slide rail failed. A field service engineer shut down the device and removed full-height cubie drawer 6. The retractor cable and slide were replaced, and the drawer was reinstalled. The back panel was secured, and the device was powered back on. Functional testing was performed using both the hardware test application and the medstation application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 failed. Remote smart service shown online for the station. The customer attempted to recover and restart the unit, but the issue continued to persist and the failure remained unresolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.